Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic floor repair, biopsy uterus, group b beta hemolytic streptococcus positive, paratubal cyst, hydrosalpinx and ovarian cyst. Concurrent conditions included uterine bleeding. Concomitant products included cefalexin monohydrate (keflex). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingo-oophorectomy (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hydrosalpinx and ovarian cyst outcome was unknown. The reporter provided no causality assessment for hydrosalpinx, ovarian cyst and pelvic pain with essure. The reporter commented: on (B)(6) 2020 robotic assisted laparoscopic bilateral salpingo-oophorectomy (bilateral). On (B)(6) 2020 total hysterectomy vaginal bilateral salpingectomy cystoscopy, salpingectomy vaginal (bilateral), cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic floor repair, biopsy uterus, group b beta hemolytic streptococcus positive, paratubal cyst, hydrosalpinx and ovarian cyst. Concurrent conditions included uterine bleeding. Concomitant products included cefalexin monohydrate (keflex). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingo-oophorectomy (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hydrosalpinx and ovarian cyst outcome was unknown. The reporter provided no causality assessment for hydrosalpinx, ovarian cyst and pelvic pain with essure. The reporter commented: (B)(6) 2020 - robotic assisted laparoscopic bilateral salpingo-oophorectomy (bilateral). (B)(6) 2020 - total hysterectomy vaginal bilateral salpingectomy cystoscopy, salpingectomy vaginal (bilateral), cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.